Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient saw a urologist on the day of the report and he believed that she shouldn¿t be cathing as much as she reported. The patient experienced a loss of therapeutic effect. The patient¿s symptoms had a gradual onset. There was no known accident or incident related to the event. The patient also experienced pain going down both sides. There was no known event, but the patient had a massage. The patient had not turned the stimulation down or off to determine whether or not that affects the pain in her back. The patient also experienced toe pulling that occurred on 3 of the programs. The patient couldn¿t use the last program because it was too strong. This began at the patient¿s last reprogramming session. The patient noted that she hadn¿t used her programmer since her last appointment about 5 months prior to the report when she was reprogrammed in the office. The patient programmer would not power on, including after trying new batteries. The patient was planning to have another reprogramming session on (B)(6) 2015. The patient still had concerns with the device or therapy but they were working with the physician or manufacturing representative. The patient had appointments on (B)(6) 2015 . Additional information reported on 2015-11-09 indicated that patient¿s device stopped helping her with her symptoms. Symptoms returned and they are worse. The patient has to catheterize 3-4 times a day and she never used to having to do that. She has been working with health care provider (hcp) and representative and they tested the battery. It was no end of service (eos). They did reprogramming and done everything multiple times but it did not resolve the issue. They had patient try all programs, 2 weeks on each. Nothing helped. Hcp and representatives all came to a conclusion that the device needed to be replaced and they are talking about the revision. The patient does not think they want to replace the leads. The patient stated she knows the device was still on, she could feel the 'zapping'. The patient was asked to clarify if she meant feeling stimulation by 'zapping' or feeling shocking/uncomfortable sensation. The patient explained she was told her body gets used to 'zapping' in 24 hours after you reprogram or turning up and you do not get to feel it anymore. The patient was not clear with her explanation; it was assumed that patient meant 'feeling stim' by 'zapping'. The patient could turn up the stimulation and feel it and when they tested the battery she felt it but she does not feel stim all the time. She knew the device was on but might not feel it. She could turn it up and make it hurt a little bit when it stimulates but it was not helping with her symptoms. The patient then reported she felt shocking twice. 'It was once in a blue moon' and nobody really knows it. The patient denied having any falls, trauma, emi. The patient also reported having a back pain. She was trying to determine if it was muscular pain. She has been going to a therapy but it was making the pain worse. The patient was not satisfied it had been only 2 years and the device quit working. It was indicated that symptoms returned within the last year. The patient will request her hcp send the device to manufacturer company for analysis. It was later reported on (B)(6) 2015 that patient was going to have the device taken out a day after this call. The patient called 3 days later and stated that the implantable neurostimulator (ins) and the leads were removed on (B)(6) 2015 and a new system placed. The patient¿s husband was told that her lead possibly moved and ins was not working. It was later reported on (B)(6) 2016, the physician directed the operating room (or) at the hospital to send the device to manufacturer company after they analyzed it in pathology. The field tested it and there was nothing wrong that they could find. Her lead had migrated and her old system was not working anymore. The device has not been returned yet. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report # 3004209178-2015-22980.